Event description:
It was reported that the ventricular lead was noted to have a lead warning due to decrease in impedance. It was also reported that the patient is being followed closely. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.